Event description:
The customer reported via phone call that they had an air bubble in the reservoir. Customer was having high blood glucose on the 2nd day of using the insulin pump. Customer was not able to remove the air bubble and started a new reservoir. Customer stated that the bent cannulas occur when they use the bottom part of their belly. Customer's blood glucose was 438 mg/dl. Customer stated that their blood glucose rises and they change the set, but the cannula comes out bent. Customer needed to change the cannula to a bigger size, which they have done through the distributor. Customer stated that both issues were past events and they were able to fix the problem. Customer was able to fix their high blood glucose by changing the set and using a syringe to treat. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.